Manufacturer narrative:
Additional information was received from the reporter confirming that this event was already reported under MDR 9613369-2019-00046 from complaint record c-0247886 (smith and nephew reference number). Therefore, this complaint will be closed and no further reports are required.

Event description:
It was reported that there was a bone crack identified in the lesser trochanter on the post-op x-ray photo. The surgeon decided to revise the stem with a slr-plus and repair the bone crack with an accord cable, because the patient complained of pain.